Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient "have been having leakage" and "getting smears on toilet paper from bowel". Patient reports issues started "1 week ago". During call, patient was given assistance and a review of use of external equipment. Patient confirmed seeing therapy screen and was on program 3 at 0.8ma. Patient confirmed feeling some stimulation. They increased therapy strength to 0.9ma on program 3 and confirmed feeling "strong but comfortable vibration" in bicycle seat area. Patient will leave current therapy settings for at least 4 day to assess symptom relief before making further therapy changes. Pt has a follow-up appointment with nurse practitioner tomorrow at 8am. Additional information received on 2022-jan-04 from the patient. The patient called back reporting ongoing therapy concerns. Patient saw their doctor who changed patient from program 1 to program 3 however this has not resolved urinary leaks. Patient states the doctor had discussed with patient the option to try different programs and patient asked for assistance doing so. Reviewed how to launch micro my therapy application and patient encountered a por message. Dismissed por and reviewed how to change from program 3 to program 4 with amplitude comfortable at 0.5. Patient also mentioned they had some difficulty and confusion around using external devices. Reviewed general use and emailed video tutorials.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the power on reset was due to the rechargeable stimulator's battery draining/low battery. The issue was resolved.